Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2015 with the following findings: there was moisture observed behind the display lens. The leak test was performed and a display lens leak was found. The pump case was opened and there was moisture found internally and the pump was unable to power on due to moisture.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).